Event description:
It was reported that on the day after implant, the patient reported an onset of intermittent ¿strong jumping sensation¿ in the upper left abdomen. The patient described the diaphragmatic and phrenic nerve stimulation as being positional and intermittent since discharge. Three days later at a device interrogation, the patient had visible signs of diaphragmatic stimulation during multiple left ventricular (lv) lead pacing vector testing. The lv lead was reprogrammed and the lv pacing amplitude was decreased. The patient will be re-assessed at the next device follow up. The lv lead remains in use. The patient is a participant in (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.